Event description:
Related manufacturer reference number: 2017865-2022-05264. It was reported that an asymptomatic patient presented in clinic. During an unrelated procedure, it was visually observed that the right atrial and right ventricular (rv) lead had insulation damage. The physician elected to explant and replace the rv lead and to reposition the atrial lead on (B)(6) 2022. The patient was in stable condition.